Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient felt stiff the day of the call. The patient said last week that they started some new medication, but it was unknown if the medication was related to the issue. The programmer read on/ok. The caller was directed to follow up with their hcp. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the sudden stiffness wasn¿t determined an no actions/interventions were taken to resolve the issue. It was unknown if the issue had been resolved.